Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pgm342 and no non-conformances related to the reported complaint condition were identified. (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of involved devices during this single procedure? --> 4 sutures when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify for each involved device. --> intra-op were there any patient consequences? --> none was the procedure completed successfully? How? --> procedure was completed by changing the suture to monocryl 3 could you please confirm the device's availability for return? If available, please provide the device return status/follow up. --> stocks were returned thru procurement division note: event reported in 2210968-2021-08542, 2210968-2021-10343, 2210968-2021-10345, and 2210968-2021-10346

Event description:
It was reported that a patient underwent a caesarian section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. No additional information was provided.